Event description:
It was reported that three days post implant, the lead showed high auricular impedance in bipolar. The lead was explanted and replaced. However, the high impedance continued so the device was explanted and replaced as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis found no anomalies. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation: 5076-52 implantable pacing lead 2013-(B)(6). (B)(4).